Manufacturer narrative:
Follow-up #1; date of submission: 07/02/2015 - device evaluation: the pump has been returned, and it was evaluated by product analysis on 06/16/2015 with the following findings:visual inspection revealed that the keypad cover was intact and free of damage. Evaluation revealed that all of the keypad buttons were properly responsive: the reported issue was not duplicated. The keypad cover was removed, and evidence of contamination was found under the up arrow, down arrow, and ok key contacts. A battery cap was not returned with the pump; a test battery cap was used during the analysis. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. Customer support has made several attempts to contact the consumer to acquire additional information. There is no further information regarding the complaint available at this time; if further information is provided, a follow up report shall be made. This complaint is being reported because the alleged issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.